Event description:
A customer reported that the monitor failed to show the etco2 digital reading and waveform. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The customer stated that patient care was not affected by the product problem. A philips field service engineer (fse) evaluated the device and replicated the problem. The fse replaced the etco2 module and the therapy board. The fse calibrated the device etco2 module. No ECG strips or case events files were available for review by a philips clinician. The device passed all operations checks. The device was placed back into service at the customer site. The information gathered for this report does not provide evidence of a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that the monitor failed to show the etco2 digital reading and waveform. This event will be reported as a serious injury because a replacement device was used. More information has been requested.